Event description:
The pump was returned for svc. During svc, potentially damaged main batteries were found. Per cusotmer svc, the cusotmer reported no injury or medical intervention.

Manufacturer narrative:
Eval summary: inspection of the device revealed potentially damaged batteries. Baxter svc replaced the main batteries. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is currently being investigated under CAPA which is in the implementation stage.